Event description:
It was later reported that the patient received assistance from his doctor or manufacturer representative and his concerns were resolved. At the time of this report, the patient did not have any concerns with his device or therapy. It was noted that the patient had an appointment with his managing pump physician on (B)(6) 2013.

Event description:
It was reported that the patient had septic shock and had to go to the hospital by ambulance. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).